Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was noted to have a stripped set screw. The ipg was removed and replaced. No patient complications have been reported as a result of this event.